Manufacturer narrative:
This report is for an unknown 3.5 millimeter cannulated 90 degrees blade plate / unknown quantity / unknown lot. (Other number): UDI: unknown part number, UDI is unavailable. (B)(4). Initial reporter phone number: (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, gorman, t et al (2016). Hindfoot arthrodesis with the blade plate: increased risk of complications and nonunion in a complex patient population. Clin orthop relat res, doi 10.1007/s11999-016-4955-4. The authors conducted a study between january 2001 to july 2014 of 42 patients who underwent hindfoot arthrodesis using posterior blade fixation with synthes 3.5 millimeter cannulated 90 degrees blade plate. Minimum follow-up was 12 months (mean, 47 months; range, 14-137 months) using clinical and radiographic criteria. Two patients were excluded, one owing to an unrelated death during the early postoperative period. Final cohort was 40 patients (27 male and 13 female) with a mean age of 56 years (range, 24-83 years). Results included patient 8, a (B)(6) year old male smoker with diabetes mellitus and peripheral neuropathy who experienced deep wound infection and underwent irrigation and debridement twice. This is report 6 of 20 for (B)(4). This report is for an unknown 3.5 millimeter cannulated 90 degrees blade plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.